Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. This lead was noted from a call placed to technical services stating that patient mentioned that he was having a problem with one of the leads. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).